Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "palpable nodule and swelling of lips" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 2 days after injection with 1.5ml of juvéderm® volbella® xc in the upper and lower lips the patient experienced ¿palpable nodule and swelling of lips.¿ two days later the patient was treated with hylenex injection and prednisone. Patient is allergic to penicillin and zithromax. Symptoms are ongoing.